Manufacturer narrative:
Concomitant medical products: c6tr01ipg, implanted: (B)(6) 2015; 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showed potential right atrial (ra) lead undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.